Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call cosmetic damage and alarm anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer advised the reservoir housing was chipped, the alarms are harder to hear and that the alarms are softer. Customer declined to be transferred and did not troubleshoot the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. Insulin pump passed displacement test and self test. No back light anomaly and audio/vibrate noted.